Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp device was reading wrong internal pressure values. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the internal pressure readings are wrong. The failure occurred during treatment and the device was exchanged. A getinge field service technician (fst) was sent for investigation and repair on 2023-09-06/15. The failure could not be reproduced and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no failures could be confirmed on the date of event. According to the risk analysis v24 following root causes can also lead to the reported failure: wrong pressure information e.g.: - defective / disturbed (emi) pressure sensor - response time is too long - positive or negative pressure beyond specification (release of tubes) - too high / low atmospheric pressure. In the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) it is stated that the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Referring to the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. According to the instructions for use (IFU) of the caridohelp (chapter 10 "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in the IFU chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2023-09-12 for the period of 2016-08-03 to 2023-08-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-08-03. Based on the results the reported failure "internal pressure readings wrong" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.